Event description:
It was reported that a procedure was performed on (B)(6), 2021, utilizing the surlok mis 3l pedicle screw system. The rod had been inserted and the locking caps placed and torqued when the tip of the cl rod inserter ((B)(6)) broke off. The broken tip was removed using hemostats, and the procedure completed successfully with no patient injury or delay.

Manufacturer narrative:
H3 device evaluation - the inserter was returned for evaluation without the distal fractured tip. The laser markings are crisp and legible and the gold knob freely turns, driving the center shaft in and out. The condition of the fracture location is in agreement with the results concluded during testing, in which the inserter is overloaded to 160 in-lbs. Review of device history records found that a total of twenty-three (23) pieces of lot 17020ap-r05 were release for distribution between (B)(6) 2018 & (B)(6) 2018 with no deviation or anomalies. Review of complaint history back to the date of manufacture (4.16.2021) found one previous report of this nature for the reported lot number. No corrective action is recommended at this time due to the likelihood the failure can be attributed to an excessive load (torque) applied to the instrument.

Manufacturer narrative:
Additional information was received on may 10, 2021. This follow-up report will provide corrected and additional data not contained in the initial report. Product evaluation is not complete at this time. A second follow-up report will be filed when the investigation is complete. Corrected data - b1 & b2 - changed from product problem, to adverse event, due to medical intervention required to remove the broken tip from the patient. H1 - changed from malfunction to serious injury additional information - b3 & b5 - updated to provide new event information received. G7 - added fu & fu#. H2 checked for additional information.

Event description:
It was reported that a procedure was performed on (B)(6), 2021, utilizing the surlok mis 3l pedicle screw system. The rod had been inserted and the locking caps placed and torqued when the tip of the cl rod inserter ((B)(6)) broke off. The broken tip was removed using hemostats, and the procedure completed successfully with no patient injury or delay.

Manufacturer narrative:
Patient information - unknown. Date of event - unknown. Reporter occupation - other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
Regulatory was notified by distribution that a cl rod inserter (63-sp-9005) was returned with a broken tip. Requests for additional details have been unsuccessful to date.